Manufacturer narrative:
Other text: the pump was investigated in the field and repaired at the customer facility by a field service technician. The server data indicated that the pump experienced a primary audible alarm background test. A visual inspection of the pump found that the condition of the j9 connector was not correct per procedure. The j9 connector was disconnected, and the glue bead removed. The device was reassembled. The mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were confirmed to be fully seated. Glue installed per procedure. The pump was retested and functioned properly. The cause of the reported problem was unable to be determined. A corrective and preventive action (CAPA) was opened to address this issue. Additional information b4, g4, g7 and h2. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that a smiths medical medfusion syringe pump experienced a "paa bkgd test" alarm. No adverse events were reported.

Manufacturer narrative:
Other, other text: the product was not returned but a smiths medical field service technician at the customer facility. The j9 connector was found not to be up to standards so glue was applied to the connector. This then resolved the customer's reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.